Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate in addition to patient comorbidities, the mechanisms described above may have contributed to the reported worsening pvl and subsequent re-dilation of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 1 year and 6 months post deployment of a 23mm sapien 3 valve in the aortic position, the patient reported worsening shortness of breath. Re-dilation of the valve was performed. Medical record review revealed approximately 4 months prior to the index tavr procedure, during an evaluation for a lung transplant, moderately severe to severe aortic valve stenosis was observed. During a transfemoral tavr procedure, the sapien 3 valve was deployed in a ¿good¿ position without any leak. The delivery system and esheath were removed and the procedure was completed. The patient tolerated the procedure well. On postoperative day (pod) 2, echo indicated normal prosthetic valve velocity and gradient. Approximately 15 months post valve deployment, the patient reported shortness of breath. Echo indicated mild paravalvular (pvl) aortic regurgitation. Normal prosthetic valve velocity and gradient were reported. Echo was repeated about 3 months later. Moderate pvl was observed with multiple jets visualized, circumferentially around all three cusps, with the largest jet directly along the anterior mitral leaflet. A re-dilation of the sapien 3 valve was performed with a 22mm non-edwards balloon. Post re-dilation of the valve, trace pvl was observed. The procedure was completed. The patient tolerated the procedure well and was transferred to recovery. The valve remains implanted in the patient.

Manufacturer narrative:
Reference CAPA-20-00141.